Event description:
It was reported that the patient felt symptomatic and admitted to hospital with urinary tract infection. Ventricular lead had intermittent loss of capture. The lead was capped and a new lead was implanted. No further patient complications were reported as a part of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.